Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: the pump's black box showed no pump reboot events. There was a battery alarm related to normal use on (B)(6) 2016. The battery compartment and cap were able to fit securely to maintain an electrical connection. The pump was able to perform the prime steps with no issues. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power issue. It was reported that "constant peeping no screen changed the battery". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.